Event description:
The customer complained that they missed an incompatible crossmatch caused by anti-igg art#: (B)(4), lot 7039091-04. Customer reported they detected anti-jk(a) and anti-fy(a) but missed an anti-e and got therefore an transfusion reaction. Customer sent us the pt sample, the complaint sample anti-igg and the anti-igg of a competitor. The pt sample was tested with the allegedly defective anti-igg in parallel to the competitor's anti-igg. Both reagents showed completely identical reactions. Further tests showed that the add'l antibody was not an anti-e but anti-k. This antibody could be identified unambiguously with the complaint sample anti-igg, testing of quality control lab confirmed the correct function of the complained anti-igg lot. A review of the batch record documentation showed no irregularities which might have affected negatively the complained lot's quality.

Manufacturer narrative:
(B)(4).